Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 five infusion set fell off during use and infusion set is used for less than 24 hours to a day. The blood glucose level was 300-400 mg/dl. No further information available.